Manufacturer narrative:
The insulin pump passed displacement test, self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No a21 alarm and no a17 alarm noted. The low reservoir alarm functioned properly during our test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call external ram crc error alarm and unexpected restart alarm on the insulin pump. Customer's blood glucose level was 277 mg/dl. Customer advised the battery on the insulin pump drains quickly and they never received a battery cap. Troubleshooting for unexpected restart alarm was performed. Customer's alarm history showed low reservoir in addition to the other 2 alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.